Event description:
A customer reported that three icentral (central stations) shut down during the night. An error message was displayed. After a short period of time, the icentral(s) restarted themselves. This is the second of three reports. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.